Event description:
It was reported that this brady lead was attempted due to an indentation in the lead insulation, identified by the physician approximately 5 cm from the distal portion of the lead that is caused by the way in which the lead was packaged. A new brady lead of the same model was placed. No adverse patient effects were reported.